Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed two low voltage battery faults (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Manufacturer narrative:
Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
Boston scientific received information via remote monitoring that this device exhibited a fault code '1003' of voltage too low for predicted longevity on (B)(6) 2012. Boston scientific technical services (ts) was consulted and discussed the device should be replaced. A memory download was analyzed by engineering who noted the amount of battery depletion did not match that displayed by the device. The battery although not currently depleting rapidly, could start to deplete in a rapid fashion; a two week replacement window was recommended. Of note; the patient has had several radiation treatments for prostate cancer, but has not been radiated for over one year. Additional information was received that this device was explanted one week after the alert had occurred. No adverse patient effects were reported during the replacement procedure.

Event description:
--